Event description:
Information was received from a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the patient stated they were in the hospital currently and had a computed axial tomography (cat) scan done. The patient stated they were reaching bent over last week so they thought the pump shifted because they noticed a lump/swelling on the upper left side of their abdomen that had fluid built up. The patient was admitted to the hospital on monday. The patient then stated yesterday morning they noticed a substance that was pale yellowish that the hospital was currently testing. The patient inquired if the medication or a dislodged catheter could be causing these issues. The patient was redirected to their healthcare provider (hcp) to further discuss medical concerns. The agent reviewed mdt resources available to hcps. The patient mentioned they may consider having the pump removed due to the multiple issues they have had and the "flares" they dealt with.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.